Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. Reportedly, the pump had intermittent power issue for about 2 weeks. It was reported that the battery compartment was cracked but the cap was intact and able to tighten properly. The reporter stated that there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data found occurrences of power on reset. The threads on the returned battery cap were stripped and the battery compartment was cracked from the threads to the base seal. The returned battery cap was unable to maintain electrical contacts and the pump failed to power on. The reported power issue was verified in the black box and duplicated. Using a test battery cap, the pump powered on and with the appropriate audible and vibratory features. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidents. Pump casing was opened and no evidence of moisture intrusion or damages to the power circuit was found. Unrelated to the reported power issue, it was observed that the verify screen was discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.